Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for the torn sheath distal tip was empirically confirmed per review of the provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the first sheath did not track through the tortuosity and had split.'' Additionally, per photos provided to the fcs, the fcs indicated the damage to the first sheath was a torn distal tip. Per imaging evaluation, calcification, tortuosity, and undersized vessel regions were present in the access vessels. The 16f esheath+ is indicated for vessel diameters greater than or equal to 6.0mm. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity can induce stress to the sheath shaft, requiring a higher push force to navigate. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip damage. Furthermore, presence of more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessel) and/or procedural factors (excessive manipulation) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve due to patient anatomy- aortoiliac stenting- the physician was unable to get through the bifurcation with the valve. Two 16f esheaths were used, the first one did not track through the tortuosity and had split. The physician requested a new sheath to be prepped. After attempting to advance the valve, they decided to stop and abort the procedure. Delivery system, valve and sheath were removed as one unit and no harm was done to the patient. The patient left the cath lab in stable condition. Per the fcs, there were no abnormalities noted with the sheaths prior to use. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. Neither sheath was was inserted at a steep angle. No delivery system was inserted into the first sheath. For the second sheath the valve was in the sheath shaft when resistance was met. Per photos provided to the fcs the fcs indicated the damage to the first sheath was a torn distal tip.